Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the technician, livanova (B)(4) learned that the leak was constant and filled the top of the cardioplegia bridge. The livanova field service representative in charge replaced the connector of the cardioplegia valve block and the problem was solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. .

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water from the straight angle of the cardioplegia valve block. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.